Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdominal pain. On an unreported date, the patient also experienced sepsis. The patient was hospitalized for the peritonitis and sepsis. The treatment rendered for the events was unknown. One day after the hospitalization, the patient died. The patient had not recovered from the peritonitis prior to passing away. It was unknown if an autopsy was performed or if the patient was performing pd therapy during their hospitalization. No additional information is available.